Manufacturer narrative:
It was reported that there was loss of image. The patient had already been anesthetized and the procedure had been cancelled. This event was initially reported as a malfunction for loss of image. Upon additional information provided, this event is no longer reportable. This event is non-reportable by stryker endoscopy as distributor. As per 21 cfr part 803.1 (a), the report of this event is not the responsibility of stryker endoscopy and the event has been submitted to the legal manufacturer who is responsible for completing and filing all reporting determinations.

Event description:
It was reported that there was loss of image. The patient had already been anesthetized and the procedure had been cancelled. This event was initially reported as a malfunction for loss of image. Upon additional information provided, this event is no longer reportable. This event is non-reportable by stryker endoscopy as distributor. As per 21 cfr part 803.1 (a), the report of this event is not the responsibility of stryker endoscopy and the event has been submitted to the legal manufacturer who is responsible for completing and filing all reporting determinations.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was loss of image. The patient had already been anesthetized and the procedure had been cancelled.